Event description:
It was reported that during a device change out due to normal eri, an x-ray revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was capped and replaced, and the patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.